Event description:
It was reported that this right ventricular (rv) lead was explanted due to gradual rise in impedance indicating a fracture. A new lead with the same model was implanted. No adverse patient effects were reported.